Manufacturer narrative:
No 510(k) number provided because the implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient presented with pain. The surgeon felt revision surgery was required, pain and metallosis being the reason for revision. Intra-operatively, the asr head was removed from srom stem with visible and significant metallosis found within the femoral head sleeve and on stem trunion. There was also a collection of white "rubbery" tissue found in the space between the inner diameter of the large femoral head and the femoral sleeve.